Event description:
Device 4 of 4: reference MFR reports: 1627487-2013-17432, 1627487-2013-17433, and 1627487-2013-17434. The pt received 2 scs anchors with the same lot number. It was reported the pt was admitted to the hospital with a fever. Subsequently, the pt's scs system was explanted as a preventative measure due to a high risk of infection as he is diabetic and has cellulitis of the lower limbs. A blood culture was taken which after 72 hours, yielded no growth.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.